Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the user interface module (uim) required replacement to resolve the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, it was alarming vent inop and stopped delivering flow while on a patient. The customer stated the ventilator was swapped with a different ventilator with no patient harm or injury.

Manufacturer narrative:
A vyaire field service representative (fsr) evaluated the device onsite and replaced the user interface module with cable (uim). After replacing the uim and testing the device the field service rep confirmed it passed all testing and met all vyaire manufacturer specifications. The vyaire failure analysis laboratory received the suspected component and performed a failure investigation. The reported issue could not be duplicated in the laboratory setting. The device passed all testing and met all vyaire manufacturer specifications.